Event description:
It was reported that during the procedure the stylet would not fit into the lead all the way without resistance. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The analyst also noted: no stylet was returned, therefore condition is unknown. Note: by design left heart leads are used with guidewires, not stylets. Used a fresh guidewire to perform test. Guidewire stops at 86.5cm, due to blood obstruction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.